Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient moved and was having a difficult time finding a new doctor to manage their scs system. The patient reported that they had been having a lot of pain recently. The patient stated that the pain is really bad without the scs on. It was also reported that the patient has adaptive stimulation and sometimes the stimulation gets super intense and sometimes the patient can¿t feel it at all (when on group b). The patient stated that they were on group b, program 1 at the time of the call and they saw the adaptive stimulation (as) logo, but there was no position icon or position text. The patient switched the as off and then back on but there was no change. The patient switched to group c and saw both the aslogo and a position indicator. The patient was instructed in how to change intensity for each position but did not attempt to during the call. No further complications are anticipated.